Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft broke over 15cm from the hub. The device was completely removed with the guide catheter and the procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in three pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated in two locations. The first hypotube separation is 44.9cm from the hub; the second separation is 32.9cm from the first separation. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft broke over 15cm from the hub. The device was completely removed with the guide catheter and the procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.